Event description:
It was reported that during an open surgery, the surgeon inserted a screw without a k-wire after the tapping. But the screw did not proceed along the orbit of the tap. Then, the surgeon was inserted the same screw through the k-wire again. But the k-wire was bent excessively and stacked in the screw. The surgeon used a new k-wire and a new screw, and progressed the surgery.

Manufacturer narrative:
Method: complaint history review; risk assessment; results: it is likely that the screw cannula deformed when the surgeon initially tried to insert the screw without the k-wire and was unable to do so. When he tried to insert the same screw using a k-wire, it is likely that the damaged screw cannula prevented the k-wire to pass through it, resulting the reported jamming. Conclusion: the probable root cause of this event is user error.

Event description:
It was reported that during an open surgery, the surgeon inserted a screw without a k-wire after the tapping. But the screw did not proceed along the orbit of the tap. Then, the surgeon was inserted the same screw through the k-wire again. But the k-wire was bent excessively and stacked in the screw. The surgeon used a new k-wire and a new screw, and progressed the surgery.